Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. The customer's blood glucose (bg) was 287 mg/dl. The customer administered a correction bolus with the pump to address high bg level. Customer reported that the high bg level could be due to the meal just eaten, not the malfunction. Reportedly, the customer would continue use of the current pump for insulin therapy.